Event description:
The customer stated that they keep receiving a result of 104 mg/dl and that parts of the numbers are missing. An eval of the system was conducted over the phone. This eval indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.